Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the distal tip of the right ventricular lead appeared bent. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.